Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to not be pacing or sensing correctly. The lead was determined to be dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.